Event description:
The facility reports while lifting a pt, the hoist started to self-lower, the pt had been placed safely in the sling, but the lift continued down to the floor. No reported injuries.